Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device session records were reviewed by technical support and suggested that the battery longevity was accurate. The physician alleges premature battery depletion, the device will be explanted and replaced once eri is reached. The patient was in stable condition with no adverse consequences.